Event description:
It was reported that the devices were scissoring the clips and the clips were falling out of the jaw of the device. It was not reported how the case was completed. There was no consequence to the pt.